Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump alleged under delivery because they kept getting high blood glucose level. Customer¿s blood glucose level was 324 mg/dl. Customer was assisted with troubleshooting. Customer experienced symptoms such as nausea, heavy and tired. Customer was treated with insulin pump. Customer was neither in emergency room, nor admitted to hospital or emergency medical service was dispatched. No harm was required during medical intervention. The insulin pump will not be returned for analysis.